Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not withstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. No further investigation will be conducted as there is insufficient information to do so. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024. The sample and swab types were not provided. The patient was tested upon admittance to the hospital but was not admitted due to the false positive result. There was no confirmatory testing performed. The customer stated the patient had covid last month. The customer confirmed there was no impact in the patient's treatment.